Event description:
It was reported that the stent was detached from the stent delivery system. A 2.50x16mm promus element stent delivery system was unable to cross the lesion located in an unknown artery. No patient complications were reported and the patient's status is good. However, at an unspecified time it was noted that the stent detached from the stent delivery system.

Event description:
It was reported that the stent was detached from the stent delivery system. A 2.50x16mm promus element stent delivery system was unable to cross the lesion located in an unknown artery. No patient complications were reported and the patient's status is good. However, at an unspecified time it was noted tha the stent detached from the stent delivery system.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR - updated. Device evaluated by manufacturer: only the stent was returned for analysis. A visual and microscopic examination of the stent found the stent was severely stretched along its length. A labeling review identified that this device was used per the directions for use (dfu) / product label. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).